Event description:
Per the clinic, the patient experienced a suspected device failure after MRI procedure on (B)(6) 2021. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.